Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve via the left sub clavian, the valve was positioned high on the first attempt and the delivery catheter system (dcs) was recaptured. During the recapture, a "click sound" was noticed and the deployment knob separated partly. There was no resistance felt in the dcs. The deployment knob was pushed together and the valve was deployed again in a high position. It was reported that a fluoroscopy check was done prior to the valve implant and revealed a good load. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame on the distal end and proximal end of the capsule. Multiple kinks were observed along the proximal end of the inner member shaft near the spindle hub. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician. Tab 3 and tab 4 appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency may have caused or contributed to the positioning difficulty, but the cause could not be conclusively determined. During the recapture, a "click sound" was heard and the deployment knob separated partly. The dcs was returned to medtronic with the actuator connected; however, the actuator may have been reconnected prior to return for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Kinks were observed on the inner member shaft. The description of the event does not indicate the damage occurred during the reported issue, and the cause of this damage cannot be determined. Inner member shaft kinks have historically been seen on device returned without the stylet in place during transport back for analysis, as was observed in this case. The actuator components were separated by the medtronic analysis technician, and damage was observed on one of the snap fit tabs. Ac tuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.